Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. Physical damage to the device was observed during inspection. It was observed that the therapy connector assembly had twisted, which resulted in two of the wires becoming detached from the connector. After replacing the therapy connector assembly, and performing some other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device did not recognize a connection through its paddles. In this state, the device would not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.